Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and arrhythmia are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2015, a 3.0x18mm xience xpedition stent was implanted in the proximal right coronary artery. On (B)(6) 2016, the patient was hospitalized for chest pain, tightness and heart palpitation. Treatment with medication was given, and the patient was discharged on (B)(6) 2016. No additional information was provided.